Event description:
Baxter reports "that the lower access port was bulging." The report further states, "the set was filled tpn solution" and the condition was noticed while hanging total parenteral nutrition (tpn). The reported condition was discovered before patient use thus resulting in no patient involvement.